Event description:
It was reported that a soap-like fluid was present in the catheter; it could not be flushed. During preparation for an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. It was noted that it could not be flushed due to the presence of a soap-like fluid in the catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis. 14oct2024 (ng): additional information obtained via gfe; there were no problems with deploying. The problem was with the flushing lumen. The flushing lumen was not able to use, because it was blocked with something. Lot: 34195440. The device will send back.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. No foreign material is observed on the luer, shaft or slider. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation line was tested using the syringe. It was noted that flushing was functional in all deployment states. The allegations were not confirmed, and no evidence or abnormalities were seen during the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. It was noted that it could not be flushed due to the presence of a soap-like fluid in the catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.